Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. Whether the device will be explanted is unknown. The device will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the device will be explanted is unknown. The device would not be returned for evaluation. The account declined to provide patient outcome for this patient due to patient privacy laws. Based on a review of available patient¿s record, there were no device issues at the time of the patient outcome. The death was not considered to be device related according to healthcare providers. The device operated as expected according to healthcare providers.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s outcome could not be conclusively established through this evaluation. Although the cause of death was reported as unknown, the patient¿s outcome was reported to not be device related, and it was reported that the device operated as intended. The pump was not returned for evaluation. The customer communicated that no additional information will be provided due to patient privacy laws. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.